Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) caused a nonsustained ventricular tachycardia by pacing during a t wave following a premature ventricular contraction.